Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a continuous glucose monitor after disconnecting from the pump for several hours during hot tub use and then reconnecting, with a fingerstick glucose of 387 mg/dl and subsequent readings above 400 mg/dl despite visible drops from tubing and no occlusion alerts. Symptoms included no physical complaints, with the user feeling anxious. Outcomes included no medical intervention, no hospitalization, and continued monitoring at home with advice to change the infusion site and tubing if glucose continued to rise. Investigation included remote troubleshooting, review of device alerts, verification of insulin delivery through tubing, and follow-up calls. Investigation of this case revealed no device alarms, confirmed insulin in tubing, and an unclear cause for the hyperglycemia given recent disconnection and hot tub exposure. It was concluded that the event was consistent with hyperglycemia of unclear cause, with potential contribution from pump disconnection and post¿hot tub insulin delivery variables. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.